Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "retaining draw rod snapped when trying to remove a screw from a reflex hybrid screw. The screws and broken piece were removed without any further incidence after a little bit of struggling."